Event description:
It was reported that during a cervical spine procedure, there was no function of the devices, and a permanent noise. There was no report pt consequence and procedure was finished with like product. No further info is available, and four devices are being returned.